Manufacturer narrative:
Vyaire complaint #: (B)(4).

Event description:
The customer reported when resetting the amplifier, the power cable was unplugged and reconnected to the amplifier when suddenly a fire sparked and burning smell occurred. The customer reported the power supply was removed from use. The customer reported there was no harm to the end-user.